Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) electrical test fail code 50. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp device. The fse was able to diagnose the code as an issue with the motor controller board. The fse removed and replaced motor control board as required. The fse then completed the repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a.